Manufacturer narrative:
In response to FDA report number mw5074501. The events of rheumatoid arthritis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Connective tissue disease (ctd) potential conditions ¿ connective tissue diseases include diseases such as lupus, scleroderma, rheumatoid arthritis, and fibromyalgia. ¿ there have been a number of published epidemiological studies which have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. ¿ the most recent of these concluded that the weight of the evidence did not support a causal association between implants and definite or atypical ctd.7 the study size needed to conclusively rule out a small risk of connective tissue disease among women with silicone gel-filled implants would need to be very large.4, 8-16 the published studies taken together show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease.4, 8, 12, 13 these studies do not distinguish between women with intact and ruptured implants. Only one study evaluated specific connective tissue disease diagnoses and symptoms in women with silent ruptured versus intact implants, but the study was too small to rule out a small risk9. Signs and symptoms ¿ literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. ¿ scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms in women with silicone breast implants4, 17-20. ¿ having these rheumatological signs and symptoms does not necessarily mean that a patient has a connective tissue disease; however, you should advise your patient that she may experience these signs and symptoms after undergoing breast implantation. ¿ if a patient has an increase in these signs or symptoms, you should refer your patient to a rheumatologist to determine whether these signs or symptoms are due to a connective tissue disorder or autoimmune disease.

Event description:
Patient reported right side "[patient] was diagnosed with rheumatoid arthritis in 2006; y/o. [Patient] knows this was caused by their breast implants and root canals. [Patient] noted the timing was not a coincidence. [Patient's] rheumatologist agreed". Patient additionally reported capsular contracture, baker grade unknown. Device has been explanted.